Manufacturer narrative:
(B)(4) relates to (B)(4) for stent covering torn. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that ultraflex esophageal stent was once used during a procedure. According to the complainant, the physician had "once seen a tear in the cover of an ultraflex stent." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.